Manufacturer narrative:
The device was received. All available information was investigated, and the reported clip opening was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a cause for the reported clip opening could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the locked clip opening during use. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip implanted without issue was an xtr. The second mitraclip inserted, was an ntr. It grasped the leaflets but when the lock was challenged (establish final arm angle test), the clip opened. The clip was re-closed and re-locked, and the challenge was performed again, but it was the same result. They tried a total of three times and the lock failed three times. This undeployed ntr was removed from the patient. A new ntr was implanted to complete the procedure. Mr was reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.